Event description:
Evicel vial was dispensed to field with vial top popped (it was dispensed as liquid), applicator malfunctioned and would not inject the bac2, but thrombin did inject. Likely preparation error and equipment malfunction.